Manufacturer narrative:
A complete analysis and testing of the serter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 50 mg/dl. The customer stated that he had had issues with the serter inserting the sensor. After a few attempts, he was able to get the sensor to remain on his skin, but he reported that there was a lot of blood so he removed the sensor. He had not treated for low blood glucose yet. Advised that the catch arm may have been bent and that the device be returned for analysis. Nothing further reported.